Manufacturer narrative:
Additional info b5: medtronic received additional information that the procedure being carried out was the placement of a crescent ra in the right jugular. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B.5.medtronic received additional information that the device did not malfunction, it appeared as though when it was placed, the cannula perforated the right atrium and caused fatal bleeding.the blood loss was related to the use of the device.a hole in atrium led to tamponade. Chest was open and CPR was performed but not able to revive baby. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during insertion of the mc3 crescent ra jugular dual-lumen catheter, the right atrium was perforated despite use of a normal placement protocol with fluoroscopy. Blood loss was reported. Shortly after insertion, the baby decompensated and cardiac tamponade was determined to be the cause of the decompensation. The chest was opened and cardiopulmonary resuscitation was performed as treatment efforts. The baby died, and the physician indicated the procedure caused or contributed to the death; it was unknown whether the device caused or contributed to the death.